Event description:
It was reported that during an implant procedure, the device header was noted to be cloudy. The device was not used and another device was used to successfully complete the procedure. No adverse patient consequences were reported.

Manufacturer narrative:
Codes should reflect product not returned.

Manufacturer narrative:
The reported event of a header anomaly was confirmed. The header was observed and found to be cloudy. Manufacturing investigation found an issue related to manufacturing.